Event description:
It was reported the patient presented for routine follow-up, a high, out of range high voltage lead impedance value was noted. The patient will be monitored remotely. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.